Event description:
Patient reported "something is wrong" with implant and later reported "deflated" and "leaking." Affected side is left. The device remains implanted.

Event description:
Patient reported "something is wrong" with implant and later reported "deflated" and "leaking." Affected side is left. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deflated" / "leaking".